Event description:
Burnt my back, which caused painful blisters [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) on an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2015, the patient reported she wore one of the heatwraps and within 3 hours she had to remove it as it had burnt her back which caused painful blisters. She mentioned she had used this product many times before and had never had a problem. The patient stated she sent a picture of her back; however; this was not attached to her report. At the time of the report, action taken with the product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event burns second degree as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) on an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. On (B)(6) 2015, the patient reported she wore one of the heatwraps and within 3 hours she had to remove it as it had burnt her back which caused painful blisters. She mentioned she had used this product many times before and had never had a problem. The patient stated she sent a picture of her back; however; this was not attached to her report. At the time of the report, action taken with the product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (21dec2015): follow-up attempts completed. No further information expected. Follow-up (08feb2016): this follow-up is being submitted to notify that an investigation of the device was unable to be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment based on the information provided, the event burns second degree as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day (B)(4) and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day (B)(4) and 30-day FDA reportability.